Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 20 mg/ml at 8 .5 mg/day via an implantable pump. The indication for use was spinal pain. On 08-jul-2019 it was reported that on (B)(6) 2019 the patient¿s pump went empty due to refill accessibility. On the day of the report the patient was feeling better without the pump but at the time of the empty reservoir alarm, the patient had withdrawal symptoms, nausea, vomiting, shakes and increased pain. The patient and the physician had decided to program the pump to off state. The pump off password was provided. No further complications were reported or anticipated.